Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a clamp being left open on unused lines is a known cause of this alarm. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs users to make sure that all clamps on unused fluid lines are closed securely and to close all clamps while preparing to load the disposable set. Finally the guide warns that a system error 2240 can be caused by unclamped, unused supply lines. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the home choice device during dwell three of five of peritoneal dialysis therapy. The home patient was connected. The care giver (cg) stated the patient forgot to close the clamp on the unused line but left the line capped. The technical service representative assisted the cg in clearing the alarm, assisted the cg in ending therapy and reviewed proper procedures with the cg. It is unknown how the hp would complete therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.